Event description:
The patient experienced a loss of therapeutic effect the week prior. She went to her physician and was told she had an infection and was given antibiotics. The type of infection was not specified. The patient saw the "ins on" icon and was using group 3 at 1.7v. She switched back to group 2 at 2.5v and felt stimulation. The patient did not have the same feeling when she previously used program 2 and though maybe the device had been off. Further information is being requested from the hcp.